Manufacturer narrative:
The device was received for evaluation. During evaluation, the device was missing the direction of flow label. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The direction of flow label needs to be replaced and case shimming needs to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was missing flow direction label. No additional information is available.